Manufacturer narrative:
Concomitant medical products: product ID 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type: lead; product ID 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. (B)(4).

Event description:
It was reported that there was a lead migration and a lead revision was scheduled for (B)(6). Impedance testing, x-rays, and reprogramming were performed. X-rays showed one of the leads had moved up half a vertebral body. The patient had back muscle spasms at the lead location for roughly the past month. This was believed to be related to the lead migration. It was later reported that the surgery was scheduled for (B)(6) to move the lead. It was later reported that during the procedure the lead was moved up slightly. There were no system malfunctions seen intra-op. The patient was doing well and getting good coverage. She had not had a follow up appointment with the doctor yet.